Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The snubber board was replaced and adjusted and the 70a fuse was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's milliamp value was too low. No pt injury was reported.